Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported one unexpected negative reaction with ih-cell b in the reverse grouping of ih-card abo/d(dvi-) when used on the ih-1000 instrument. The result was expected to be positive. The patient sample that caused the false negative test result was not available for investigation. But the customer returned the ih-1000 files. The image of the false negative reaction appeared to be a double population (dp) with fibrin on top and through the gel, but the interpretation was negative. Based on the investigation of the instrument files the complaint was classified as confirmed - epp. It seemed that the result was negative due to a patient with weak isoagglutinin. The interpretation was linked to the algorithm image analysis and was in the specifications of this test. A malfunction of the instrument was excluded. Due to the discrepancy between forward and reverse typing the ih-1000 stated, "abo not interpretable" and no incorrect results were released. The patient sample affected was not available for testing. However, we would like to refer to the chapter limitations of the IFU (instruction for use), where it is stated: "decreased abo antibody reactivity may be seen with low titer isoagglutinin antibodies may be caused by disease states, the elderly or infants resulting in false negative reactions."

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported unexpected negative reactions in the reverse cell wells of ih-card abo/d(dvi-) when used on ih-1000. The images appeared to be double population (dp) but the interpretations were negative. The customer returned the ih-1000 files for investigation but has so far not communicated which lot number he used for his testing. The investigation is still ongoing.